Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. They did not remember the time and date of the hospitalization. The customer was wearing the insulin pump at the time of the hospitalization. The customer's blood glucose level at the time of the incident was 600 mg/dl. The customer's current blood glucose level was 218 mg/dl. The customer had symptoms of nausea, vomiting, abdominal pain, and difficulty breathing. They were treated and released. It was noted that the customer was no longer on insulin pump therapy. The device will not be returned for analysis.